Event description:
It was reported the surgeon performed a total hip arthroplasty per the usual technique. After the case, the sterile processing department noticed that the corner of the broach was broken off at the broach handle insertion hole. The surgeon noted that there was no discernable break during the case and no pieces fell into the patient. No surgical complications reported.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Component code: mechanical (g04) - drill. Visual examination of the returned product identified one side of the taper lip had fractured from the device and was not returned. The remaining lip shows wear to the golden anodization. Complaint confirmed based on evaluation of returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.